Manufacturer narrative:
(B)(4) stent positioning issue. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex enteral colonic stent was implanted to treat a stricture due to cancer in the large intestine during colonic stent implantation procedure performed on (B)(6) 2016. According to the complainant, the wallflex colonic stent was fully deployed in the desired position. However, after the delivery system was removed, the physician observed under fluoroscopy that the stent moved proximally into the anus. The physician removed the stent from the rectum using forceps. The procedure was completed with a different device. In the physician's assessment, the stricture was not so tight, so the stent had easily moved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.